Manufacturer narrative:
(B)(4).

Event description:
During follow-up, several episodes of oversensing with no pacemaker inhibition and lead damage was suspected. The oversensing was not reproduced during lead provocative testing. Lead replacement is anticipated. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was capped and replaced.